Event description:
The customer's family member called to report the customer was in the emergency room for high bgs. The family member indicated that the doctor concurred the reason for the visit was high bgs resulting from a had site. It was stated that prior to the visit the customer had low bg. The customer treated their bgs and bgs raised it in an hour and half. The bgs read high before dinner.